Event description:
Pt presented to emergency room with abdominal pain and nausea for approx 10 hours. Work up showed partial small bowel obstruction. Pt was hospitalized for management/monitoring of small bowel obstructions. Pt was discharged (B)(6) 2011 with no surgical intervention required and symptom resolution. This report is submitted as pt is a participant in a clinical trial that is evaluating the treatment of painful chemotherapy induced peripheral neuropathy with treatment using either the mc5a pain therapy device vs. Sham device. Pt was treated (double-blind randomization) with 10 treatments to lower extremities below knees) from (B)(6) 2011 - (B)(6) 2011. Pt was previously scheduled to complete study follow up activities on (B)(6) 2011. Pt was seen (B)(6) 2011 by study physician. The small bowel obstruction and hospitalization were attributed as unrelated to study participation. Sae reporting per protocol requirements. Mc5a device vs. Sham device - (B)(6) - (B)(6) 2011; (B)(6) - (B)(6) 2011; (B)(6) - (B)(6) 2011 -10 total treatments.